Manufacturer narrative:
Device evaluation summary: the top membrane for the newport ht70 ventilator was received for failure analysis. The reported symptom could not be duplicated, but a different symptom was observed. Upon initial inspection, the breathing indicator led was observed to be dislodged from the membrane. The led was most likely dislodged during the removal of the top membrane. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during service, "when turning off the ventilator the buzzer sound a short beep and stops sounding". The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the top membrane and overlay to resolve the problem. Ventilator passed quick checkout, calibrations, and pvt per the ht70 service manual.